Manufacturer narrative:
The physician/author provided the specific date of the valve-in-valve replacement procedure. B5: additional information received from the physician/author stated the patient was male and weighed 69 kg, the duration from corevalve implant to valve-in-valve replacement was approximately five years and four months, and the corevalve was severely stenotic with a mean gradient of 62 mm hg. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: greenbaum ab et al. Balloon-assisted basilica to facilitate redo tavr. Jacc cardiovasc interv. 2021 mar 8;14(5):578-580. Doi: 10.1016/j.jcin.2020.10.056. Epub 2021 jan 19. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding an (B)(6) year-old patient with prohibitive surgical risk who developed structural deterioration of a previously implanted 29 mm medtronic corevalve transcatheter valve (unique device identifier number not provided). At an undisclosed time after corevalve implant, computed tomography revealed heavily calcified leaflets extending above both coronary ostia. Consequently, the corevalve¿s right and left coronary cusp leaflets were lacerated to prevent coronary obstruction. Afterward, valve-in-valve implantation was performed with a 26 mm non-medtronic transcatheter valve and preserved coronary inflow was observed on coronary angiography. The patient was discharged five days later. No additional adverse patient effects or product performance issues were reported.